Event description:
It was reported that the syringe was received unattached to a needle.

Manufacturer narrative:
It was reported that the syringe was received unattached to a needle. The reporting facility indicated that, because of this, "when the syringe is pulled from the pack the needle does not follow the syringe and is left in the pack, falls to the floor, or sometimes is accidently thrown in the trash because it is still in the sleeve." To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. No photo or sample were provided for evaluation. The reported problem/issue was unable to be confirmed and a root cause was unable to be determined. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.